Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 6 bd nano¿ 2nd gen pen needles were clogged during the flow check. The following information was provided by the initial reporter: "consumer reported finding several pen needles clogged during flow check... Update the case to inform caller should use 4 pen needles a day. Having to use 5-6 pen needle a day for this clogging issue. Does not know how many wasted from this box."